Manufacturer narrative:
(B)(4). We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation.

Event description:
The customer reported that during a patient's head procedure, the tabletop stopped moving but the system was still scanning on a brilliance 64 CT system. The field service engineer (fse) reported that one or two acquisitions had been performed at the top of the head. Then the tabletop became disconnected from the horizontal drive and the system performed 8 acquisitions at the same area on the patient before the operator recognized it and halted the procedure. The fse replaced the horizontal linkage to resolve the issue. The dose information and parameters were provided to the philips radiation safety officer who determined that the estimated dose to tissue was 572 mgy (0.572 gy), which is above the deterministic threshold.

Manufacturer narrative:
(B)(4). On 15-mar-2016, the customer reported that during a patient head acquisition, the table top stopped moving; however, the system continued to scan. It was reported that 1 scan was planned for the area of the head that was intended and an additional 7 acquisitions were performed before the operator halted the scan. The patient received a total of 8 acquisitions to the anatomical area of the head. There was no report of the patient receiving a CT rescan following the incident. The field service engineer (fse) went on site to evaluate the system. Upon evaluation, the fse found the table top had become disconnected from the horizontal drive due to the 2 pins that keep the horizontal drive fixed to the horizontal drive screw having backed out. This resulted in the table top remaining in place while the system continued to measure that it was moving. The fse replaced the horizontal linkage assembly to resolve the issue. Investigation of this issue determined that the pivot pins had backed out of the horizontal linkage assembly on the horizontal drive screw, due to the pivot pins and bearing block end caps being out of specification, allowing it to freely turn without horizontal movement of the table while the CT system continues to scan. The necessary repairs have been made to the system and the system in clinical operation.